Event description:
It was reported that the implantable cardiac defibrillator (ICD) battery depleted earlier than expected. Also reported was worsening and now high right atrial threshold. The ICD was explanted and replaced. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.